Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the customer stated that they could not enter the guidewire through the introducer needle (1-piece needle .035 19g 7.0.) The guidewire was exchanged. However;. It was still not possible. The needle was detached from hub. There was no reported patient injury. The device is not available for evaluation.

Manufacturer narrative:
As reported, the customer stated they could not thread the guidewire through the introducer needle (1-piece needle .035 19g 7.0.) The guidewire was exchanged, and it was still not possible. The needle was detached from hub. There was no reported patient injury. The product was not returned for analysis. A product history record (phr) review of lot 20b101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device or images for analysis, the reported customer events ¿needle- obstructed and needle- fractured-separated¿ could not be confirmed. The limited information provided suggests the inability to thread the guidewire through the needle may have been caused by damages to the needle and/or improper guidewire selection. The exact cause of the damages to the needle cannot be conclusively determined with the information provided. Storage or handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿do not use if angiographic needle is damaged. Recommended procedure 1. Identify the insertion site and prepare the site using proper aseptic technique and local anesthesia as required. 2. Remove the angiographic needle from package using proper aseptic technique. 3. Flush the angiographic needle with heparinized saline or a suitable isotonic solution. 4. Insert the angiographic needle using standard technique. 5. Insert an appropriately sized mini-guidewire to maintain the access site and carefully remove the angiographic needle.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
Multiple attempts have been made to obtain additional information and the requests have been unsuccessful.